Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
Device report received from synthes (B)(4) reports an event in austria as follows: a trochanteric fixation nail helical blade cut through into the acetabulum. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). A device history record review was conducted. The report indicates that the manufacturing revealed no complaint related issues. Product development event evaluation and additional evaluation were conducted. The report indicates that the returned items have been sent to the relevant product engineer for investigation; here is the feedback; from a design point of view all returned devices, as far as we could evaluate, have worked as intended. Provided x-ray images show a broad intramedullary canal and due the selected nail length allowed the construct to move under load. A longer and thicker nail could have reduced that movement. This movement, alongside the documented very poor bone quality possibly contributed to the medial migration of the blade and finally led to the cut out into the acetabulum. The returned devices do not show any sign of design fault and the described failure could not be reproduced. X-rays received 24 october 2013. Device was used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4).